Event description:
I have been using the same philips respironics remstar auto a-flex CPAP for the last 10 years. I was just informed by my new sleep practitioner that this machine was recalled. I was never informed of the recall by either philips or medical service company (my CPAP supplier) that this device was recalled. FDA safety report ID # (B)(4).